Manufacturer narrative:
Additional information: patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. If implanted, give date: unknown/not applicable. If explanted, give date: unknown/not applicable. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) ejected prematurely, there was patient contact, and the patient had sclera. There was no medical and no surgical intervention. The procedure was completed using another lens with the same model and diopter size. Through follow-up, additional information was received clarifying sclera used for ahmed valve placement. Patient reported fine after the procedure. No further information is available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes section d-10: returned to manufacturer on: 08/25/2020 section h-3: device returned to manufacturer: yes device evaluation: the device was evaluated under microscope with the sme (subject matter expert) and no residues of viscoelastic was observed in the cartridge. A piece of the lens was stuck on the device. No resistance was felt when handling the device during the evaluation. The reported issue was not verified however stuck in cartridge was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported lens was handling and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.